Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the patient was revised due to instability with a lining of metallosis noticed in the synovium.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-tibial component catalog#: 00598800500 lot#: 60334593, femoral component catalog#: 00599401691 lot#: 60067506. Complaint sample was evaluated and the reported event was confirmed. Articular surface and screw returned and dimensional analysis performed, as returned the articular surface shows signs of wear and gouge on proximal and distal surfaces. Surgical notes from the revision were provided. During the surgery obvious poly wearing observed and there was significant black staining of the tissue. Only the articular surface was revised. The tibial component was noted to be stable. Stable knee with appropriate range of motion obtained after increasing the articular surface thickness. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the package insert, dislocation or instability and wear debris are listed as adverse effects and it is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left total knee arthroplasty revision approximately ten (10) years post-operatively, due to occasional effusions, pain, and instability. A thicker polyethylene bearing was implanted to complete the procedure. Revision operative notes noted yellow fluid in the joint, poly wear, black stained tissue, abrasion and third body wear on the tibial baseplate, and a possibly loose locking screw.